Manufacturer narrative:
Continuation of d10: 694765 lead <(>&<)> 507652 lead implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for high svc (superior vena cava) impedance on the right ventricular (rv) lead. A chest x-ray was taken and showed to be within normal limits. The impedance range alert was reset for the upper limit. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient presented to the emergency room after their device was alerting. There was high/undefined svc impedance and variable svc impedance. The svc coil was programmed off, and the rv lead remains in use. It was further reported that prior to the svc coil being programmed off, the rv lead had low pacing impedance and triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and rv pacing impedance variation. It was further reported that there was continued svc impedance variability, and a spike to high svc coil impedance. In addition, there were high capture thresholds on the left ventricular (lv) lead. The leads remain in use.